Manufacturer narrative:
A system service check of the avanta fluid management system was completed by bayer service and found to be performing to specifications. The multi-patient sterile disposable set (mpat) and the single-patient sterile disposable set (spat) that were in use during the procedure were discarded by the site. However, the site was able to provide the lot number of the mpat disposable only. Retained samples have been requested and will be evaluated by product analysis once received. The customer has been offered additional applications training and has declined at this time. A follow up report will be submitted upon completion of the investigation. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event

Event description:
The customer reported to a bayer representative that an alleged but unconfirmed air injection may have occurred on a male patient, approximately (B)(6) years old, while utilizing the avanta fluid management system (serial number (B)(4)). The patient was undergoing a cardiac catheterization for suspected angina pectoris. After the first injection, the patient experienced chest pain and ECG changes. No air was visible on the angiographic images. The patient was treated with a vasodilator and was reported to later recover without further treatment.

Manufacturer narrative:
A system service check of the avanta fluid management system was completed by bayer service and found to be performing to specifications. The multi-patient sterile disposable set (mpat) and the single-patient sterile disposable set (spat) that were in use during the procedure were discarded by the site. However, the site was able to provide the lot number of the mpat disposable only. Retained samples were received and evaluated by bayer product analysis and found to perform to specifications. The customer has been offered additional applications training and has declined at this time. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event